Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files; however, it was not reproduced. A review of the submitted controller event log file (B)(6) spanned approximately 2 days (26nov2025 ¿ 27nov2025 per time stamp). On 27nov2025 at 01:37:16, the driveline power fault alarm was active due to a power b broken fault. The alarm cleared at 04:10:02 on its own. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the submitted controller event log file (B)(6) spanned approximately 3 days (06jan2026 ¿ 08jan2026 per time stamp). On 08jan2026 at 12:58:05, the driveline power fault alarm was active due to a power b broken fault. The alarm stayed active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned modular cable, lot 10678289, was functionally tested with the returned system controller and found to operate as intended during analysis; no alarms were reproduced. The cables internal conductors were also tested, and no anomalies were noted. The wires were tested for current leakage and the cable passed. The provided information stated that they cleared the alarm through the heartmate touch and it disappeared. Additional information provided stated that the patient experienced additional alarms on 30dec2025 and 08jan2026. The alarm fully resolved after the system controller and modular cable were exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault alarm during the night on (B)(6) 2025. The patient was admitted, and the alarm was cleared through the heartmate touch (hmt) after which the alarm disappeared. Log files were submitted. It was additionally reported that the patient was admitted to the hospital with a second driveline power fault alarm on (B)(6) 2025 and the alarm was cleared. On (B)(6) 2026, the driveline power fault alarm occurred for the third time. The alarm was temporary; however, the system controller and modular cable were exchanged. The system controller and modular cable exchange resolved the driveline power fault alarm.